Event description:
It was reported the patient leads had to high impedances and they could not get an MRI. As a result the patient's scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.